Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pulmonary infection during their post-operative intensive care unit (ICU) stay. Despite reintubation, non-invasive ventilation, and antibiotic treatment, the patient was not recovering. The patient was under close monitoring in the ICU. The source of the infection was bacteremia, and the patient exhibited respiratory insufficiency. The patient expired on (B)(6) 2025. The death was not considered device related and the device operated as expected.

Manufacturer narrative:
A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.